Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned. Insufficient information as received for review by a clinical consultant. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot and sterile lot. The exact cause of the event could not be determined because insufficient information was received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the head and liner were exchanged due to infection.

Event description:
It was reported that the head and liner were exchanged due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat # 6519-1-040, lot # 32318901, description: delta un.fem hd 40mm r40 16/18; cat # 6519-t-204, lot # 31890502, description: uni adaptor sleeve v40 ti. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Not returned - hospital policy.